Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) a higher battery drain was noted; lv pace polarity was set to left ventricular 2+4 to right ventricular coil.  The crt-d triggered recommended replacement time (rrt) and was subsequently explanted and replaced a few months later.  The left ventricular (lv) lead exhibited high thresholds and remains in use.  No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had chronically high lv4 to right ventricular (rv) coil thresholds and previously high lv2 to rv coil thresholds. No further actions were taken as a result of the event. At a clinic visit, numerous options were looked at and it was decided that the patient¿s settings were set at the best optimization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.